Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several bent sensor cannulas and a high blood glucose level. The customer's blood glucose level was 425 mg/dl. The customer treated with a manual injection. The customer stated the insertion site looked swollen. The customer also reported that carelink did not always work. The customer already threw away the sensors so they could not be returned for analysis, however the products were not replaced.